Manufacturer narrative:
An event of high gradient and irregular opening and closing of one leaflet as seen on echo was reported. It was also reported that the patient passed away two days after implant due to unknown causes. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including functional specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 19mm epic valve was selected for implant. Post-procedure, high gradient was observed and the surgeon observed irregular opening and closing of one of the leaflets of the valve on echo. Preliminary treatment was given, including medical intervention. The patient's blood pressure and arterial and venous pressures were found to be not too abnormal. It was reported patient passed away on 30 january 2020 and it was reported "we cannot comment whether there was any relation between patient passing and epic valve as there is no solid conclusion to the same."

Manufacturer narrative:
Corrected information section: e1.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 19mm epic valve was selected for implant. Post-procedure, high gradient was observed and the surgeon observed irregular opening and closing of one of the leaflets of the valve on echo. Preliminary treatment was given, including medical intervention. The patient's blood pressure and arterial and venous pressures were found to be not too abnormal. It was reported patient passed away but we have very limited information at this time.